Event description:
It was reported that during a ptca procedure of a priximal left anterior descending which had been debulked, the flexstream was placed and after a 20 sec inflation, the left circumflex was noted to be closed off. Reportedly, the contrast used in the flexstream was diluted 9:1, contrary to the IFU. An unsuccessful attempt was made to deflate the balloon with the inflation device. The balloon only deflated half way when a 30cc syringe was attached. The pt's blood pressure and pulse dropped, so noradrenaline and atropine sulfate was administered. The pt's condition improved after 3-4 min. The left circumflex that had been closed off was a collateral to the right coronary artery and was tim iii after the procedure.